Manufacturer narrative:
E1 initial reporter address 1: (B)(6). E1 initial reporter city: (B)(6). Device evaluated by MFR.: the device was returned for analysis. A visual and tactile examination of the hypotube identified a kink approximately 360mm distal from the distal end of the strain relief, as well as a shaft leak at about 190mm proximal from the distal tip, which made the balloon impossible to inflate. There were no issues with the markerbands or device tip.

Event description:
Reportable based on the device analysis completed on 22aug2025. It was reported that the balloon could not be inflated. A 4.0mm x 15mm wolverine cutting balloon was selected for endovascular therapy (evt). During the procedure, the balloon could not be inflated. The procedure was completed with another of the same device. There were no patient complications, and the patient was stable after the procedure. However, device analysis revealed a shaft leak at about 190mm proximal from the distal tip.